Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from japanese to english: "the pusher is too hard to push."

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe from lot 8295941. Consumer reported the pusher is too hard to push. The returned syringe was examined, and no apparent issues were observed. This syringe was then tested for plunger rod movement, and no issues or evidence of manufacturing defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200786799] noted for smeared stoppers. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "the pusher is too hard to push."